Event description:
It was reported the patient had a stage 1, test, procedure that was successful. The lead was removed two days ago and it was full of puss already down to the pre-sacral space and there were signs of an abscess in the pre-sacral area which was confirmed with a CT. It was noted the doctor said it was a pretty serious infection but the patient was stable.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0d0dz, explanted: (B)(6) 2014, product type lead. (B)(4).